Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right atrial lead was fractured. It was noted that the lead could not be extracted, however, it was ultimately explanted. No additional information was reported.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a partial lead (only distal portion) was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.